Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer. Therefore, the ICD was explanted and replaced with another cpi device without further complications.